Event description:
A surgeon reported during intraocular lens (iol) surgery, there was resistance and pressure on the plunger when inserting the lens. He reported the lens shot out of the injector and ruptured the capsule. He stated an anterior vitrectomy was performed and the lens was removed and replaced with a three piece lens. In a follow-up, the surgeon reported the cornea was sutured, he increased the patients routine postoperative medications and treated the patient with medication immediately postoperatively. He stated if the event continues, a suture removal will be required. The surgeon indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File indicated a failure to follow the dfu. Account used an unapproved viscoelastic. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which can result in damage. There have been no other complaints reported in the lot number. Additional information was requested (B)(6) 2011 by fax, phone and mail. A completed questionnaire was received on (B)(6) 2011. (B)(4).